Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 3:19 am when he obtained an alleged inaccurate high blood glucose reading of ¿250 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and denied taking any action in regards to his usual diabetes management regimen in response to the elevated result. The patient reported that right after the alleged issue occurred, he developed symptoms of ¿shaking, sweating and dizziness¿. At the onset of the symptoms, the patient claimed he tested his blood glucose on his back up meter (onetouch ultramini) and obtained a result of ¿50 mg/dl.¿ the patient claimed he consumed chocolate as self-treatment for his symptoms. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.